Manufacturer narrative:
The reported incident that 2.3 m variax hand lock t-plate,reg,7holes was alleged of issue s-12 (implant breakage after surgery) could be confirmed. Based on investigation, the root cause was attributed to a patient related issue. The failure was caused due to a possible accidental movement. Unfortunately no further details could be obtained despite multiple attempts. The device inspection revealed the following: it is visible that the plate broke at the first screw hole. The close up views, done by the microscope, indicating though that the surface of the breakage is homogenous which again indicates conformity to the given specification. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
On (B)(6) 2016, the patient underwent the surgery with variax hand plate for the thumb arthrosis. On (B)(6) 2016, the patient felt the pain in her thumb. On (B)(6) 2016, the surgeon confirmed x-ray. And he found that the t-plate broke. Therefore the patient underwent the revision surgery on (B)(6) 2016.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
On (B)(6) 2016, the patient underwent the surgery with variax hand plate for the thumb arthrosis. On (B)(6) 2016, the patient felt the pain in her thumb. On (B)(6) 2016, the surgeon confirmed x-ray. And he found that the t-plate broke. Therefore the patient underwent the revision surgery on (B)(6) 2016.